Event description:
The customer reported the surgeon implanted an 12.6 vicmo12.6 implantable collamer lens upside down and the lens was damaged while removing from the eye. No patient injury reported.

Manufacturer narrative:
Evaluation method - work order search & medical review. Results - visual inspection of the returned product showed the lens was returned dry and a haptic was torn. A lens work search revealed there were no similar complaints found. Medical review - review of this file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint events(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. (B)(4).

Manufacturer narrative:
(B)(4).